Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. (B)(4). Reason for device explant and/or reoperation: autoimmune disorder, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with unspecified mentor gel breast implants and suffered several unexplained systemic symptoms, including bilateral capsular contracture baker grade IV, lupus, muscle spasm, hair loss, headaches, fatigue, brain fog, abnormal lab results, positive ana, liver abnormality, kidney abnormality, serum protein abnormality, joint pain, and edema in feet. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. The patient underwent surgical intervention to correct the capsular contracture, which reportedly recurred after the surgery. The patient underwent device removal without replacement on (B)(6) 2015. After explantation, the patient reportedly experienced a symptomatic improvement. This report is for the second of two devices.